Event description:
It was reported that the pt received an unk alloclassic hip implant on an unk alloclassic hip implant on an unk date and underwent revision surgery on an unk date due to breakage.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review . As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).